Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high pacing threshold measurements. Additional information received indicates that the suspected cause of high threshold was due to patient condition. Subsequently, this lead was abandoned surgically, and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high pacing threshold measurements. Additional information received indicates that the suspected cause of high threshold was due to patient condition. Subsequently, this lead was abandoned surgically, and a new rv lead was successfully implanted. No additional adverse patient effects were reported.